Event description:
A 5 mm diameter x 17 mm length bridge biliary extra support stent was inserted for use in a pt for treatment of a renal artery lesion. Vessel morphology was reported to be moderately calcified and non-tortuous. The lesion was not pre-dilated. It was reported that the stent was unable to cross the lesion. As the stent was being removed it caught on the sheath and dislodged. The stent was snared and surgically removed from the femoral artery. The lesion was not treated. The pt is reported to be fine and no additional clinical sequelae were reported.